Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (navy tip) and the main body of a peritoneal dialysis (pd) transfer set; further described as, ¿attempting to disconnect from the patient line, the navy tip of the transfer set detached¿. This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.